Manufacturer narrative:
Investigation summary: the device was visually inspected and reddish material was observed inside the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab found foreign material inside the pebax with external damage. Initially, it was reported that there was a 105 error when the thermocool® smart touch® sf bi-directional navigation catheter was connected. A second catheter was used to complete the procedure and there was no patient consequence. The 105 error code issue was assessed as not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and found on january 11, 2019 that there was reddish material in the pebax sleeve. No internal parts were exposed. This returned condition was assessed as not reportable as the device integrity was maintained and no internal components were exposed to patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on january 11, 2019, the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. The hole in the pebax was assessed as a reportable issue. The awareness date for this issue is january 11, 2019 as this is the date that biosense webster, inc. Became aware of the hole in the pebax.